Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported pt injury. The unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. During the investigation, it was noted that there was a fault with the rotary valve. Investigation of similar valves determined that it has been subjected to scratching of its sealing face. This valve was mfg by glacier and had the graphite process applied. Previous investigation found some deva material contained areas of larger deposits of graphite that could be removed. No foreign material of graphite was found to determine the cause of the scratch. The deva material supplier has since been changed from glacier to federal mogul in 2003.